Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, one possible cause is that the radio frequency current was applied without keeping a sufficient distance from the distal end when using a radiofrequency ablation device. The event is detectable and preventable by handling device in accordance with the IFU. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited scope communication error code e216. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during service/maintenance, the subject bronchovideoscope device had a scorched tip. There was no patient involvement.